Event description:
It was reported that a patient presented at the emergency room after the device went into backup mode, due to muscle stimulation at the pocket. The device image was reviewed and fibrillation diagnosis was observed with noise on the atrial and ventricular lead. It was noted that the patient underwent hip replacement surgery at that time causing the fib episode. Upon further interrogation of the device after successful re-download of the code, an error message was displayed. Circuit damage was suspected. The device was explanted. The condition of the patient was good.

Manufacturer narrative:
The reported field event of noise and device reset could not be confirmed in the laboratory due to the device having been reprogrammed in the field prior to its return. The device was tested on bench and an alert for possible output damage was noted. Further analysis found that the output transistors were damaged. The cause of the output damage was consistent hv delivery into low impedance load. The cause of the low impedance output could not be determined. Following fields deleted: reason_for_no_eval_code.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.